Manufacturer narrative:
The t:slim g4 cartridge user guide states, "always twist the luer-lock connection between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a "stomach bug", vomiting, moderate ketones and an elevated blood glucose (bg) level in the 300's (mg/dl). It was also reported that the customer realized the following day that their luer lock was disconnected and reported a bg level of 401 (mg/dl). Customer indicated a correction bolus would be delivered to address bg level. During troubleshooting with tandem technical support, customer was guided through disconnecting site and re-attaching luer lock securely. Customer remained on pump therapy to manage bg while hospitalized and was released on (B)(6) 2016.